Event description:
During an in clinic follow-up, episodes of noise which resulted in oversensing were observed on the right atrial (ra) lead. Damage was suspected but was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.